Event description:
It was reported the patient¿s internal neurostimulator was explanted due to infection. It was noted the patient was on bactrim for ten days. It was reported the patient was recovering well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va09gwt, implanted: 2013-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient saw her doctor in (B)(6) for a bladder infection. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reports the patient called to discuss donating her patient programmer that she no longer needs. The patient was going to offer it to her hcp (healthcare provider) office first and if they do not want the programmer she will contact manufacturer again to donate it. Infection happened shortly after implant. The patient no longer needs patient programmer. The patient said her device was explanted because she had a ¿staph infection¿. The patient got the staph infection shortly after the device was implanted. The patient started to ooze from the infection site in (B)(6) 2014. The device was removed in (B)(6) 2014.

Event description:
It was later reported that the patient was scheduled for device implant on (B)(6) 2015. The patient had a previous device, but it was explanted due to an infection. The patient believed it was removed 1 to 1.5 yrs ago, possibly (B)(6) 2014. The patient asked if they can have both the interstim and the scs (patient has had 3 spinal fusions and said their emg "was horrible"). Patient services reviewed that yes, patients have both. The patient thinks the interstim will be in their right hip area.